Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the 8.0 mm adt flex trach in a hospital setting, a significant air leak sound was heard from the ventilator due to the flange detaching from the tube. Assistance was provided to maintain the patient's airway patency. The issue required the replacement of the product with a different lot of the same model.